Manufacturer narrative:
The subject device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject ICD (implanted on (B)(6) 2011) reached the recommended replacement time. The device was explanted on (B)(6) 2017 and should be returned for analysis.

Event description:
Reportedly, the subject device reached the recommended replacement time. The physician suspected a premature battery depletion.

Manufacturer narrative:
Preliminary analysis did not revealed any irregularity regarding the subject device.

Event description:
Reportedly, the subject device reached the recommended replacement time. The physician suspected a premature battery depletion.

Event description:
Reportedly, the subject device reached the recommended replacement time. The physician suspected a premature battery depletion.